Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, after the second firing, the jaw of the instrument was deformed during closing. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5685z. Reversed camber of the anvil was noted, consistent with clamping over excessive thick tissue. There was an accumulation of dried fluid in the knife slot which resulted in a jagged and incomplete cutting when test fired.